Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needless connector was leaking the following information was received by the initial reporter with the following: it was reported by the customer that maxzero caps have are extremely messy when drawing blood off of them. When we draw blood via the maxzero blood comes out of the top when the sryinge is removed. This may lead to staff exposure to blood. They also almost always require a full 10ml flush to completely clear blood from the cap after a lab draw, if not more.